Manufacturer narrative:
Device has been received and an investigation has been started. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a 0x4d error during a rescue. After delivering the first shock, the AED gave a "service required" prompt when attempting to deliver a second shock. Pt outcome unk.